Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that after 10 days dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, 40 ncm of primary stability was achieved, the patient presents bone type ii and immediate implant procedure was performed.